Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional sf catheter. During the ablation phase, approximately 92 seconds into cavotricuspid isthmus ablation, a steam pop occurred. Patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 800 cc. Blood loss continued, so the patient was transferred to the operating room for a surgical intervention to achieve hemostasis. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery from surgery. Adverse event was considered to be life-threatening. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/3/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15ml/min. Patient received anticoagulation during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit and a few times during the procedure. Carto 3 system did not indicate to re-zero the catheter. There were no error messages observed on bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17569404l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump. Soundstar eco catheter, model #: m-5723-17, lot #: e8041643. Lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 10519412l. Webster coronary sinus with auto ID catheter, model #: d-1353-03-s, lot #: 17602211m. Non biosense webster, inc. - boston scientific tsx transseptal needle. Non biosense webster, inc. - st. Jude medical agilis small curve sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, approximately 92 seconds into cavotricuspid isthmus ablation, a steam pop occurred. Patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 800cc. Blood loss continued, so the patient was transferred to the operating room for a surgical intervention to achieve hemostasis. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery from surgery. Adverse event was considered to be life-threatening. No other medical history was reported. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the amount of power used (40 watts) with the thermocool smarttouch bi-directional sf catheter, which caused the steam pop and subsequent tamponade. Transseptal puncture was performed with a boston scientific tsx needle. Sheath used was a st. Jude medical agilis small curve. Generator parameters at the time of injury included power control mode at 40 watts (not titrated) with temperature cut-off of 40 degrees. Generator settings at the time of injury included power at 40 watts, temperature 22.5 degrees celsius, and impedance of 90 ohms. There is no